Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat disease in the femoral artery, below the bifurcation. During post-dilatation with a 12mm armada 35 percutaneous transluminal angioplasty (pta) catheter, the balloon ruptured during the first inflation at nominal pressure. A piece of the balloon separated, which remains in the patient. A non-abbott covered stent was implanted in the iliac to trap the balloon part behind the covered stent. The patient stayed an additional day in the hospital, and was discharged in good condition. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture and separation were confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that the reported balloon rupture, separation and additional therapy/treatments appear to be due case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.